Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed infusion set to address the issue. Customer's blood glucose was in 296-327 mg/dl in range. Elevated blood glucose was address with manual injection and correction bolus via the pump.